Event description:
As reported by an affiliate, a pt was admitted for angioplasty of his left anterior descending artery (lad). After a 6f vista brite tip guiding catheter was inserted into the pt and the physician tried to inject contrast, contrast leaked from a perforation in the proximal portion of the catheter. The device had prepped normally and appeared normal prior to use. There had been no difficulty in advancing the catheter through the vessel and there was no resistance between the device and other devices. The device was removed from the pt without difficulty, and another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Additional info will be submitted within 30 days for receipt.